Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During installation of the device, the user observed the heart lung console would not operate on battery power. Both of the batteries were dead. Since the event occurred during installation of the device, there was no patient involvement during this event.